Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that fse (field service engineer) found buttons on the right side not responding to touch. There was no reported patient involvement.